Event description:
The customer reported that a pt monitor fell from the gcx mount.

Manufacturer narrative:
The customer reported that a pt monitor fell from the gcx mount. The investigation revealed that the users were aware that the screws used to secure the mount were loose. However, the users continued to fail to do normal maintenance activities and eventually the monitor fell off the mount. Device labeling (IFU) is clear about the need for regular maintenance of the device including visual inspection. No further investigation is warranted. (B)(4).